Event description:
It was reported the pt had his abmicor penile prosthesis replaced due to the cylinders not inflating. No pt complications were reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this even, it will be re-evaluated and a follow-up report will be sent.